Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient ((B)(6)) lost stimulation. Lead diagnostic testing revealed invalid impedance measurements. X-rays identified a lead fracture. In turn, surgical intervention was undertaken to explant and replace the lead which resolved the issue.